Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). The customer requested deep disinfection in order to solve the reported contamination. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with acid fast bacilli. There is no known patient involvement.

Manufacturer narrative:
H10: through follow-up communication under previous complaints from the same hospital, livanova learned that the device was cleaned regularly per the instructions for use and that it was placed inside the operating theater during use with the fan directed to the wall and at an estimated distance of 2.5 meters from the surgery field. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.